Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section date of event is based on the customer's report of "maybe 5 weeks ago". If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment and as a result, customer reported experiencing symptoms described as feeling dizzy, vomiting, fainted, twitching, a seizure, a loss of consciousness and was unable to self-treat. Subsequently, customer had contact with a healthcare professional who provided a unspecified IV drops, unspecified dose of insulin injections, and pain killers as treatment for the diagnosis of diabetic ketoacidosis. No further information provided. There was no report of death or permanent impairment associated with this event.